Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b4, date of report, in the initial medwatch report stated: (B)(6) 2023 section b4, date of report, in the initial medwatch report should have stated: (B)(6) 2023 section g3, date received by manufacturer, of the initial medwatch report stated: (B)(6) 2023. Section g3, date received by manufacturer, of the initial medwatch report should have stated: (B)(6) 2023.